Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021. Customer had high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 434 mg/dl. Customer was treated with intravenous insulin drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer states that her first sensor was removed due to the hospitalization. Customer inserted a second sensor on (B)(6) 2021 that filled with blood. Customer reported that they had symptoms such as vomiting. Customer declined with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.